Manufacturer narrative:
(B)(4). Batch # r5a22d. Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received unfired and with damage on cartridge deck. No functional test was performed due the condition of the reload. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, it was found that the side of the cartridge was damaged before use. It was unknown if the cartridge was damaged when the retaining cap was removed from the cartridge. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.